Event description:
(B)(4) study. It was reported that angina and in-stent restenosis occurred. The patient presented due to stable angina and was referred for cardiac catheterization. On (B)(6) 2013, the index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) with 70% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 8 mm promus element plus stent. Following post dilatation, residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2013, the patient presented due to unstable angina and was hospitalized immediately. Two days after the event, coronary artery bypass garft (CABG) was performed to proximal lad and mid lad. Also CABG was performed to 1st om. Five days post procedure, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event coronary angiography was performed. Previously it was reported that coronary artery bypass graft (CABG) was performed to the proximal left anterior descending artery (lad) and mid lad and that CABG was performed to 1st obtuse marginal (om). Now it is reported that the patient was treated with 2-vessel CABG, including left internal mammary artery (lima) to lad and saphenous vein graft (svg) to 1st om.